Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 4 mg/ml dilaudid at 1.5 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2016, it was reported that the expected volume in the patient's pump was much less than what was aspirated and the patient was not receiving effective therapy. It was discovered that the pump had been flipping in the pocket and the catheter had twisted and kinked, beginning in (B)(6) of 2016. As a result, no medication was being delivered. The pump segment of the catheter was removed and replaced. The patient status was reported as alive with no injury.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.